Manufacturer narrative:
We received additional information dated 20.01.2025 following a meeting between our sales manager in (B)(6) and the hospital's department manager. "As explained in their letter, the users withdrew the catheter from the green winged needle, which caused the catheter to be severed and remain in the child's arm. I don't understand because the manager was aware that the problem lay in the use of the device. The problem would therefore be that the catheter was withdrawn backwards into the green needle". We received one assembled catheter as a sample, with the nfd still attached and the corresponding tyvek included. The catheter tube had been cut approx. 3 mm distal the 5 cm marking. The catheter tip showed a peaked diagonal cut with a smooth fracture surface, indicating mechanical damage with a sharp instrument. The appearance of the fracture confirms the assumption that the catheter tube was pulled back through the needle and sheared off at the needle bevel. Regarding this, the IFU states: "do not at any time withdraw the catheter back through the winged needle. This may cause puncture or embolisation of a portion of the catheter." Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Two catheter tube batches were used for the assembly group of the catheter (involved code 6g33820000). The values of the tensile force of the catheter tubes for the batches 8192283 and 8225033 were min. 2.11 n and therefore within its specification (min. 1.5 n). There is no further complaint for batch 270524gh and seven further complaints regarding a snapped/cut catheter tube which migrated into the patient on code 2184.00 within the last three years. This query relates to all complaints that have come to our attention worldwide. However, none of these further complaints are related to a manufacturing fault. No further corrective action was initiated by quality management as no indication of a manufacturing defect was found. Thus, as (B)(6), we do not take responsibility for this complaint.

Event description:
Incident occurred on (B)(6)2024 concerning an epicutaneous-caval catheter with commercial reference (B)(4) and batch number 270524gh from the (B)(6) laboratory. - on (B)(6)2024: scheduled cesarean delivery due to intrauterine growth retardation, induced prematurity. Umbilical venous kt from the 19th to the 23rd, then placement of an epicutaneous-caval kt. - (B)(6)2024: removal of the ktec because kt infected, multiple positive blood cultures for staphylococcus epidermidis (positive blood cultures on (B)(6) - (B)(6)2024: indurated right leg kt. - (B)(6)2024: failure during the test to install a new central access - (B)(6)2024: 2nd failure to install a new central access - (B)(6)2024: 3rd test to install a ktec on the right arm. Test to raise the ktec with blocking at 8cm at the elbow. Decision to withdraw. When removing the ktec, rupture at approximately 5 cm. 5 cm segment remained in the child's vein, confirmed by x-ray. Advice taken from vascular surgeons and interventional radiologists. The material is biocompatible, there is no risk of migration and there is no feasible procedure to recover the fragment. Decision to leave the device in place in the child's vein. New access placed on (B)(6)2024 by the anesthesiologist. - (B)(6)2024: x-ray confirming that the ktec in the leg and the remainder in the arm are in place. - (B)(6)2025: the kt is still not removed. Two incidents of the same type have already occurred in our establishment with a premicath l.30cm 28g epicutaneous-caval catheter (commercial reference (B)(4)) in 2019 and 2020 (B)(4). The laboratory's conclusions have reached us, for which they conclude a rupture due to excessive force exerted when removing the catheter.

Event description:
Incident occurred on (B)(6) 2024, concerning an epicutaneous-caval catheter with commercial reference 2184.00 and batch number 270524gh from the vygon laboratory. On (B)(6) 2024: scheduled cesarean delivery due to intrauterine growth retardation, induced prematurity. Umbilical venous kt from the 19th to the 23rd, then placement of an epicutaneous-caval kt. -(B)(6) 2024: removal of the ktec because kt infected, multiple positive blood cultures for staphylococcus epidermidis (positive blood cultures on (B)(6) 2024. Indurated right leg kt. - (B)(6) 2024. Failure during the test to install a new central access - (B)(6) 2024. 2nd failure to install a new central access - (B)(6) 2024. 3rd test to install a ktec on the right arm. Test to raise the ktec with blocking at 8cm at the elbow. Decision to withdraw. When removing the ktec, rupture at approximately 5 cm. 5 cm segment remained in the child's vein, confirmed by x-ray. Advice taken from vascular surgeons and interventional radiologists. The material is biocompatible, there is no risk of migration and there is no feasible procedure to recover the fragment. Decision to leave the device in place in the child's vein. New access placed on (B)(6) 2024 by the anesthesiologist. X-ray confirming that the ktec in the leg and the remainder in the arm are in place. -(B)(6) 2025: the kt is still not removed. Two incidents of the same type have already occurred in our establishment with a premicath l.30cm 28g epicutaneous-caval catheter (commercial reference 1261.0307) in 2019 and 2020 (nfei-2019-3692 and nfei-2020-1217). The laboratory's conclusions have reached us, for which they conclude a rupture due to excessive force exerted when removing the catheter.

Manufacturer narrative:
The device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.